Event description:
Discordant, falsely low vancomycin results were obtained on one patient sample on a dimension vista 1500 instrument ((B)(4)). The initial discordant result was reported out and questioned by the pharmacy. The sample was repeated from a small sample container (ssc) on the same instrument, resulting higher. The sample was then run three times on an alternate dimension vista 1500 instrument ((B)(4)), resulting falsely low. The sample was then repeated three times on the original dimension vista 1500 instrument ((B)(4)), resulting low on the first replicate and as expected on the second and third replicates. The customer then tipped the tube and reran the sample three more times on the alternate dimension vista 1500 instrument, resulting higher as expected. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran align, mix and over mix methods, all of which resulted within specifications. The cse ran precision testing using quality controls, which resulted within range. The cause of the discordant, falsely low vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.